Event description:
It was reported that the patient heard an alert a couple times a day and had an issue with the lead. Follow-up conducted revealed that the right ventricular (rv) lead had an increase of impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drg ICD, implanted: (B)(6) 2012. (B)(4).